Manufacturer narrative:
Correction: a4 - patient's weight. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000114181. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted. Prior to the procedure, the patient reported that the system was not providing effective therapy prior to the ipg becoming inoperable. Multiple reprogramming sessions with a representative were unable to resolve the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to place the device into MRI mode. Troubleshooting took place and the manufacture representative was unable to connect with the ipg with multiple cps and the patient's pc. After unsuccessful attempts it indicated the ipg was eol. As a result, the patient lost therapy. Surgical intervention may take place at a future date to address the issue.